Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the left ventricular (lv) lead exhibited low pacing impedance. No programming changes were made. No patient consequences were reported.